Manufacturer narrative:
Approximate age of device: 40 days. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that since implant on (B)(6) 2014, the patient was admitted on two different occasions for gi bleeding: from (B)(6) 2014. Esophagogastroduodenoscopies, pill cams, double balloon enteroscopy and multiple units of blood were given during the course of each admission. International normalized ratio target for this patient is 1.8-2.3. The patient has been on octreotide at home and during admissions and thalidomide is now being considered. Specific hemoglobin and hematocrit values on admission and discharge were not provided. The pump is reported to be functioning normally.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported gi bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.